Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported. Returned product consisted of a coyote fc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed that there is a pinhole in the balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 01:05 pm CT. The report number is being corrected from: 2134265-2018-64143 to: 2134265-2018-63039.

Event description:
It was reported tat balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.